Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code: 2687 foreign body in patient, 1699 airway obstruction health effect - impact code: 4619 temporary impairment medical device problem code: 2923 device dislodged or dislocated component code: 424 cap. __________________________ pentax medical emea conducted a good faith effort (gfe) to obtain additional information regarding this event, and responses were received via email on 17-mar-2026. It was reported that after the ercp procedure, the patient experienced hypopharyngeal discomfort a few hours later and expelled an object from the oral cavity, which was identified as the disposable endoscopic cap (dec) of the duodenoscope. It was also reported that the detachment likely occurred during withdrawal of the duodenoscope while passing through the pharynx, and the cap remained in the hypopharynx. The cause of the detachment has not been determined. The information confirmed that the procedure was completed, the patient was in good condition, and no patient harm was reported. It was also reported that the detached dec could not be retrieved as the patient took it home. 2518897-2026-00007_(B)(6)_detached sterile cap fell into patient ._(B)(6)_detached sterile cap fell into patient.

Event description:
On 12-mar-2026, pentax medical became aware of an event involving a pentax medical sterile distal end cap model oea63, lot number 0021095 in spain within the emea region. During an endoscopic retrograde cholangiopancreatography(ercp) procedure, the single-use sterile distal end cap(dec) detached from the endoscope during withdrawal of the endoscope. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.